Manufacturer narrative:
The device ro 15 065 has been inspected for investigation purpose. The tests performed confirmed that the observed failure could not be reproduced and that the device was functional. The internal complaint reference is the following: (B)(4).

Event description:
Before the surgery, it has been reported that the cd drive was non-functional. There was no patient involvement reported.